Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that this lead exhibited an insulation issue. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead body damage, insulation abrasion, insulation tear. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact. The reported is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to unknown product performance issue. Additional information received which indicated that this lead exhibited an insulation issue. This lead was replaced and never in service. No adverse patient effects were reported.